Event description:
When the product package was opened, the stopper was already off from the handle. The stent was already released 2-3 mm from the distal tip. The product was not clinically used for the procedure (pta for inferior limb). Another product was opened and used to complete the procedure successfully.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.